Manufacturer narrative:
The devices involved were not returned for evaluation. One photograph was provided showing the yellow valve luer is in two separate pieces. It appears that the luer cap separated from the rest of the luer. Medcomp engineering reviewed the photograph. They determined the juncture should be incredibly strong as the cap is welded to the base using an ultrasonic welding process. As a result, a supplier corrective action request was issued to the contract manufacturer for this event. The contract manufacturer conducted a review of the manufacture records for the lot number provided. In addition, two kits from the same lot were returned for evaluation and forwarded to the contract manufacturer. Their investigation revealed the root cause was failure to properly follow the procedure when setting up the welder for the process that welds the cap to the housing. This caused an improper gap was created between the horn and the valve holding fixture. As a result, the contract manufacturer will update the procedures to include adjustment of the gap. The gap distance will also be included in the record of the process and will be verified by the inspector. All personnel involved in the procedures will be trained to the updates. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Breakage of the bi-directional valve on the yellow tract which separated into two pieces during post-sampling irrigation with 10 ml syringe of 0.9% nacl after changing needle-less connector.